Event description:
It was reported that the transmitter did not power-on when it was plugged into the wall outlet. The power adapter prongs were found to be burned. Transmitter was returned.

Manufacturer narrative:
No conclusion code available; final analysis found the prongs to be burned/melted. The burnt plug adaptor resulted in the power up anomaly.